Event description:
See intial report.

Manufacturer narrative:
Field service was dispatched and could found the sensor that was not working was the float sensor. Based on the information received the event is reassessed as not reportable , since float assembly issue is unlikely to cause patient injury or death. No action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in fort lauderdale, florida. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that patient sensor of a heater-cooler system 3t wasn¿t working. No additional information is available. The issue occurred during procedure. There was no patient injury.